Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps under-infused. This was observed during patient infusions with pressors, sedation, antibiotics, blood product, and fluids. The nurses had to titrate up 2-3 times the ordered rate to get the unit of blood to infuse within the 4 hours; however, a significant amount of blood had to be discarded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.